Event description:
It was reported that during an implant procedure, when the right ventricular lead was manipulated, there was some friction, however the measurements were good and the procedure continued. After the procedure, the patient blood pressure decreased and cardiac tamponade was discovered. Drainage resolved the tamponade and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).